Event description:
Defective device: bd texium 60 ml needle-free syringe snapped apart in between the connection (white to green) portion during the mixing process and resulted in a small chemotherapy spill. FDA safety report ID# (B)(4).